Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problems was confirmed. Evaluation of monitor revealed excessive clock failures and memory faults. The cause of the clock failures and memory faults was a faulty u302 chip. The root cause of the u302 chip cannot positively be identified, however, is likely a result of random component failure. Replacing the u302 chip eliminated failures in the monitor. The monitor was repaired, retested and restocked. No adverse event resulted from the defective u302 chip. The patient received a replacement monitor.

Event description:
A patient's spouse called in to lifecor customer support to report that the device was not working. Support instructed patient to perform a download and replaced the patient's monitor.